Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, a cracked lens was noted. Additional information was requested and received stating there was an unusual dent on the optic was observed during injection. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).